Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-sep-2016, UDI#: (B)(4). The initial reporter was the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp), and a device manufacturer representative regarding a patient receiving morphine (1 mg) and an unknown dose via an implantable infusion pump. The indication for use was chronic pain syndrome. It was reported that the patient had intractable priapism and it was suspected that it was from the placement of the catheter. The patient electively requested removal of the intrathecal catheter on (B)(6) 2018. During the procedure a small incision was made over the l2-3 vertebral spine where the spinal catheter was placed, the injection anchor was removed, and the catheter was pulled out of the intrathecal space and coiled and buried into the subcutaneous space for possible later utilization. The wound was then cleaned and closed. There were no complications with the procedure noted. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.